Manufacturer narrative:
No deviciency that could have led to reported adverse event found in returned device. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, it was noted the phrenic nerve stopped capturing while ablating the right superior pulmonary vein (rspv). Phrenic nerve stimulation could not be resumed by the end of the procedure. Follow-up approximately 3 weeks post-procedure confirmed the phrenic nerve injury had not recovered but the patient was doing well.